Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported via abstract presentation that thrombus on the device occurred. At an unknown time, a left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was implanted. At the patient's three month follow up transesophageal echocardiogram (tee), a thrombus was noted on the device.